Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and varying thresholds. It was suspected that the lead had insulation damage and had dislodged. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the overlay tubing of the lead was extrinsically breached due to a cut. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the overlay tubing was cut: dried blood was visible only between the overlay tubing and outside the outer insulation, not inside the multi-lumen. The overlay tubing is an extra layer insulation, it was breached but no effect to the electric system. If information is provided in the future, a supplemental report will be issued.